Manufacturer narrative:
Investigation is not completed. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This event occurred in another country.

Event description:
Allegedly, pt died on the surgical table.